Event description:
Baxter continuous renal replacement auto effluent attachment developed a leak. We have had 6-12 of these leaks. Requiring completely new set up of machine. Baxter company notified multiple times. No action taken. Resulting in loss of therapy, instability of blood pressure and hospital charge.